Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what anatomical structure was device being used on when event occurred? Retroperitoneal vessels. If vessel, was it skeletonized prior to firing? Skeletonized as best they could. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? He said it was. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? He said there was none. Is it typical routine for surgeon to use this device in open procedures? Yes. Was there any issue in regard to staple form noted? No. How was the bleeding addressed in second procedure? Don¿t know. Was the site of the bleeding identified? Don¿t know. What is the current patient status? Ok.

Event description:
It was reported that during an whipple procedure that the surgeon experienced some oozing on the staple line. Surgeon sutured the staple line to control the bleeding. Patient was brought back to the or the following morning for bleeding. Patient is currently stable.